Manufacturer narrative:
H6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the laser mark on the device shows size 6 when the packaging shows size 3. The device returned on this complaint was confirmed to be partially laser etched by s+n and packaged as a size three. The supplier etches the size and description and s+n etches the ci, batch, ce, and gtin. The returned part is confirmed to be a size 6 which is correct according to the supplier laser etching. S+n laser etched information for size three parts. A mix occurred prior to the s+n laser etch operation. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, a labeling discrepancy was found on one of the instrument. On the packaging and the device, the item number is indicated correctly (size 3), but, a different size (6) is indicated on the product. No case reported; therefore, there was no patient involvement.